Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: in an abstract 'outcomes of cementless-backed patellar components,' x-rays are provided for a patient with the following noted: " revised for tibial loosening...3 months postoperatively, ap and lateral views show signs of radiolucency at the bone-prosthesis interface." The patient was revised.

Event description:
The following was reported: in an abstract 'outcomes of cementless-backed patellar components,' x-rays are provided for a patient with the following noted: "...revised for tibial loosening...3 months postoperatively, ap and lateral views... Show signs of radiolucency at the bone-prosthesis interface." The patient was revised.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown triathlon baseplate was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "within the article were ap and lateral view x-rays taken immediately post-operatively and then 3 months later. The immediate x-rays showed no lucenciess at the prosthetic - bone interfaces of the femoral and tibial components. 3 months post operatively x-rays showed lucencies about the tibial interface indicative of early loosening. It is confirmed that early loss of fixation of a cementless tibial component occurred as demonstrated by figures with the published article. The root cause of the early loss of fixation can not be determined with the information provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to loosening. The event was confirmed via clinician review of the provided medical records. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification information, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.